Event description:
Related manufacturer reference number: 2017865-2023-36714. It was reported that the patient fell. The patient presented to the hospital, and a loss of capture was observed on the left ventricular (lv) lead and high capture threshold was observed on the right ventricular (rv) lead. Chest x-ray revealed that the lv and rv leads were dislodged. Both the lv and rv leads were explanted and replaced. The patient was in stable condition.